Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms were noted. The pump functioned properly. The pump was received with cracked case on lcd display window corners, cracked lcd window, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 472 mg/dl. The customer treated with the pump. The customer stated that the pump had cosmetic damage. The customer stated that there are cracks on the pump. The customer stated that the damage is on the top right corner of the screen. The customer stated that the pump was not caused by a vehicular accident. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.